Event description:
Pt alleges she has had nine surgeries because the implants of various mfrs were "infected or ruptured." She also alleges she was in pain and states, "the implants were the cause of it." Physician states pt suffers from silicone-related atypical connective tissue disease, with the folliwing diagnostic symptoms: joint pain, fatigue, sicca symptoms, raynauds, burning pain and disfigurement of both breats, irritable bowel, and objective neuropsychiatric.